Event description:
During screening, externalized conductors were observed via x-ray. No electrical abnormalities were observed. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned in two pieces. Internal insulation abrasion was found at 7.0cm to 9.9cm from the distal tip. External insulation abrasion was found at 39.0cm to 39.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.